Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with body fluids at the tip and handle; in addition, the tissue pad was noted to be melted. Furthermore, the blade was noted to be scratched and cracked. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when there is metal-to-metal contact between the blade and the clamp arm. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a prostatectomy procedure, there was an error code 5: instrument. There was no reported pt consequence.